Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease smooth on radius assessed, as fold flaw opening. Additional observations: crease fold observed, deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, no complaint against the device. Later, healthcare professional reported, rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported no complaint against the device. Later, healthcare professional reported rupture. The device has been explanted. This relates to the right side.